Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: not applicable no patient contact reported. Initial reporter phone number: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that before implantation a scratch was observed in the optic zone of an intraocular lens (iol). There was no patient injury or involvement reported. Additional information revealed that the scratch was noticed upon opening the lens case. No further information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 01/10/2017. Device returned to manufacturer: yes. Device evaluation: the complaint unit was received in the original folding carton. One of the haptics is observed distorted. Visual inspection at 10x microscope magnification was performed. Residues of what appears to be ophthalmic viscoelastics (ovds) were observed on the lens returned suggesting that the lens was prepared for surgery. Scratches are observed on the lens optic zone. The reported issue was verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.